Manufacturer narrative:
Device p-cap or reservoir locked properly in place. Device received with cracked keypad overlay, broken belt clip rails, cracked case (battery tube), cracked case-corner of belt clip rails, and cracked battery tube threads. Device received with blank display due to corroded electronic assemblies and corroded battery tube. Unable to perform displacement test, self test, and current measurements or verify pump error 23, pump error 49, pump error 68, and pump error 75 due to display anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump received multiple pump error alarms. Customer was able to clear alarm and able to rewind insulin pump. Insulin pump passed and completed displacement verification test steps. Insulin pump failed self test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.